Manufacturer narrative:
Product ID: 387445, lot# va0cm8y, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: screening device.

Event description:
At implant there were high impedance measurements of greater than 10 ,000ohms with electrodes 9-11. There was no stimulation in the area of the pain when using those electrodes. The lead was switched in the multi lead trialing cable with no change in impedances. A different lead was used. Additional information has been requested.